Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the usb port was broken and the hard drive was not operating. The usb port and hard drive were replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the dual universal serial bus (usb) port on the deck of the navigation system was badly damaged. The system also could not boot. It was indicated that this may be related to the damaged usb ports. It was unknown how the usb port was damaged, but it looked like the inner part of it was pulled out when removing a usb. There was no patient involved when this was identified.

Manufacturer narrative:
The usb port was returned to medtronic for analysis. Analysis revealed that the center divider on the port had been pushed to one side closing one port. The other port had the key tab broken off and was missing with the contacts bent and broken. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735774, serial/lot #: unknown, ubd: unknown, UDI# unknown; product ID: 9735999, serial/lot #: unknown, ubd: unknown, UDI# unknown. If information is provided in the future, a supplemental report will be issued.